Event description:
Called to evaluate pt's PICC for alteplase administration due to sluggish flush and absent blood return. The nurse reported that the picu nurse had reported lack of blood return on transfer two days prior, but no action had been taken. On my assessment, I was unable to flush the catheter at all, but was able to obtain blood return. I spoke with physician who recommended hub replacement, stating that he has had multiple instances (>10) of 3 fr PICC's that will not flush, but aspiration is possible. Replacement of the hub restores patency. Another nurse also experienced this and has contacted the manufacturer. Awaiting feedback once details are sent. Two hubs have been saved for return to bard.